Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of recharging for 4-5 hours "it just to ran a good while to charge and have to charge the control twice to charge pack on hip." Issue is not resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they couldn't get their unit to charge it says it's too dead to charge. During the call, patient was in a charge session and controller showed cannot recharge device the controller battery is too low. Recharge the controller. Patient unplugged the recharger and controller showed battery low recharge the controller soon. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Controller showed memory problem and patient was able to set the date and time. Patient then re-inserted the battery and confirmed the green light was flashing on the controller. Agent instructed patient to unlock controller; controller showed no device found then controller showed cannot recharge device. The controller battery is too low. Recharge the controller. Agent informed patient to fully charge the controller then charge their implant. Agent informed patient to monitor and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue. Patient reported their unit takes long to charge now. Patient states it takes 4-5 hours and was wondering if it really takes that long to charge from empty. Patient voiced frustration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.